Event description:
Information received by medtronic indicated that the patient had pericardial tamponade during a cryoablation procedure for the treatment of paroxysmal atrial fibrillation. Ablations had been performed only to the left upper pulmonary vein when the event occurred. The procedure was aborted and intervention was required to treat the patient. Patient's vital signs were stable post intervention and the patient had no further complications as a result of this event.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.